Event description:
It was reported that on (B)(6) 2011 the patient underwent stenting in the distal right coronary artery (rca) with one xience v stent. On (B)(6) 2013 the patient was admitted to the hospital with unstable angina and found to have coronary heart disease with right vessel stenosis. Percutaneous coronary intervention (pci) was performed on (B)(6) 2013 in the target vessel (distal rca), target lesion. A xience v stent was deployed in the distal rca with minimal overlap to the study stent in the same lesion. The condition resolved and the patient was discharged home on (B)(6) 2013. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.